Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a shut down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shut down. The field service engineer found that the station had been on at the time of arrival. The fault could not be replicated. Inspection had revealed a damaged power cord. The power cord was replaced. The unit was cleaned and inspected. The battery was replaced. The system functioned as intended after the field service engineer repaired the device.